Event description:
It was reported that the patient was referred for vns generator replacement surgery. However, it was later reported that high impedance was observed on the patient's m102 generator and the patient was scheduled for a full vns replacement surgery. It was stated that the patient's mother was touching his neck as if there were pain, but the physician did not believe that the patient was experiencing pain and that this was the assessment of the mother. X-rays were performed, but not lead discontinuities or anomalies were identified. The x-rays have not been reviewed by the manufacturer to date. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent full vns replacement surgery. Pre-operative diagnostics were unable to be performed due to the company representative's programming wand batteries being depleted. The explanted products were received by the manufacturer and are pending product analysis.

Event description:
Generator product analysis was completed. The reported end of service, or eos, was not confirmed in the product analysis, or pa, lab. However, the elective replacement indicator (eri) flag was set and open can measurement of the battery confirmed that the eri flag was properly set. Based on the analysis and electrical test results, the device exhibited current consumption rates within specification and, therefore, demonstrated normal depletion. The device performed according to functional specifications. There were no abnormal performance of other adverse conditions found with the generator. Leads product analysis was completed. An analysis was performed on the returned lead portions and one of the quadfilar coils appear to be broken approximately 2mm from the electrode bifurcation. Scanning electron microscopy (sem) identified the area as having extensive pitting and mechanical damage, which prevented identification of the coil fracture type. Pitting and residual materials were observed on the coil surface of the remaining broken coil strand. It was believed that stimulation was present for a certain period of time as evidenced by the presence of the pitting. No other discontinuities were identified. The portion of the lead containing the white and green electrodes was not returned and, therefore, analysis could not be made as to that portion of the lead. With the exception of the observed discontinuity, the condition of the returned lead portions were consistent with those typically following explant.